Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: end-user reported accuracy discrepant test result. Meter (inratio-(B)(4)) was returned. Pt info was not known. Mean calculation revealed both inratio and lab values for each test are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter functional test was performed and all testing criteria passed. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. Aug-19-2009 biosite received meter (B)(4).

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results.